Event description:
It was reported to boston scientific that one advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2023. On (B)(6) 2023, the patient was presented to the emergency department with shakes and pain with ongoing cancer diagnosis. A computed tomography scan was performed, and it showed tumor growth and ascites. On (B)(6) 2023, an ercp was performed, and the advanix biliary stent was found to be occluded. An unplanned stent exchange was performed. The occluded advanix biliary stent was removed, and a new advanix biliary stent was successfully placed. The patient was given a medication of zosyn, acetaminophen, and lidocaine around the interventional radiology drainage site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block g2: study: boston scientific corporation endoscopy post market surveillance data collection. Block h6: imdrf device code a1409 captures the reportable event of obstruction of flow. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2303 captures the reportable event of medication required.